Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that their daughter, an adc freestyle libre user, was unable to receive sensor scan results due to an unspecified error message displayed. The caller further reported that the daughter was hospitalized for 3 days in intensive care due to diabetic ketoacidosis, accompanied by weight and muscle loss, retinopathy, and neuropathy. The customer was administered insulin and serum at a medical clinic for treatment. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that their daughter, an adc freestyle libre user, was unable to receive sensor scan results due to an unspecified error message displayed. The caller further reported that the daughter was hospitalized for 3 days in intensive care due to diabetic ketoacidosis, accompanied by weight and muscle loss, retinopathy, and neuropathy. The customer was administered insulin and serum at a medical clinic for treatment. Based on the information received, there was no report of death or permanent impairment associated with this event.